Event description:
During evaluation of the device it was observed that the device had broken occluder feet. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event was verified and upon conclusion of the evaluation, the direct cause of the reported event was determined to be broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.